Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00762660 case subject: npi 8015 keys inactive account name: uhs kenosha medical center campus account #: 19995805 asset name: asset location: contact: joe ford contact email: contact phone: 262-656-2011 contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports their 8015 (sn: (B)(4)) not passing the keypad test using systems maintenance. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: customer requested part number for the front case keypad to order under warranty. After providing part number to the customer, I transferred to order management for pricing. Ended call. (B)(4).